Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred with the cgm. The wearable was inserted into the arm. On (B)(6) 2024, the patient stated she was in the bathroom and had low blood sugar. She had an urgent seizure and couldn't get up. At that time, her daughter was out of town and the patient was not responding to the daughter's calls. According to the report, the patient was not able to do a fingerstick at the onset of her symptoms. The function of the display device at the onset of symptoms was not known. The concerned daughter called an ambulance and the patient was taken by ambulance to the emergency department. Emergency medical services (ems) gave her some sugar she was sent to one ed before being transferred to another. The patient was reportedly discharged the afternoon of the following day. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.